Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lvad fault alarm was confirmed via log file analysis. Data on 15mar2025 and 18mar2025 was reviewed. The controller event log file revealed lvad internal fault alarm events throughout and appears related to a communication issue. The driveline was physically disconnected on 18mar2025 at 16:02:06 and was put into sleep mode shortly after. The returned system controller (serial # (B)(6)) was functionally test and the alarms activated as expected when induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. A root cause of the lvad internal fault alarm could not be determined. Incidental findings revealed a tear on black power cable and conductor breakdown. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient contacted ventricular assist device (vad) coordinator due to the notice of the speed of the pump being decreased to 5000 revolutions per minute (rpm). In the hospital a left ventricular assist device (lvad) fault alarm was observed. Several electrostatic discharge (esd) events were captured in the log files as well the lvad fault alarm was confirmed. The vad coordinator was not able to change the speed setting of the pump, therefore a percutaneous lead disconnect was required. The cause of the lvad alarm was identified to be esd events. Speed drops were due to the lvad fault. The reason for esd was unknown. There was no adverse impact to the patient. The system controller was exchanged, which resolved the event.